Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an appendectomy procedure, the device was fired on a (B)(6) female patient and the device fired as intended. Later the patient was re-operated to remove a volvulus that had a staple and blackened dead bowel. The bowel was re-anastomosed and the patient is currently fine. The device was discarded. Additional information has been requested.